Event description:
Customer called to report a drive tube leak during single needle mode treatment procedure at 497 ml whole blood processed. Customer aborted the procedure w/no return of blood/products to the pt. Customer reported pt is in stable condition. Customer reported the leak is contained within the centrifuge. Customer stated there were no alarms during prime and no alarms prior to the blood leak. Customer stated bowl and drive tube are intact. Css asked if the leak detector strip was damaged, customer stated the leak detector does not look damaged at the moment. Customer stated he will clean up the leak and will call back if the leak detector strip is damaged. No svc order was generated. The kit and photos were returned for investigation.

Manufacturer narrative:
The centrifuge bowl, drive tube and smartcard were returned for analysis. The review of smartcard data indicated several blood leak alarms, a system pressure alarm, accelerometer alarm and an air detected alarm. The manufacturer inspected the returned part and confirmed that the bearing stop had moved out of position and was loose on the drive tube. This is a sign that it has delaminated. The complaint was confirmed based on the photo evaluation. The root cause of the reported leak is that the bearing stop delaminated and allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was worn away and leaked. The DHR review of the complaint lot indicated no manufacturing nonconformances were logged against any of the drive tube lots. Therakos CAPA was initiated to address several potential root causes of drive tube delamination. Complaints of this nature are monitored through tracking and trending. Currently, no trend has been observed for drive tube leak/break. (B)(4).

Manufacturer narrative:
A review of lot c361 was conducted and there were no nonconformance's related to this complaint. The lot met release requirements. Trends were reviewed for complaint category, drive tube leak/break and no trends were detected. Drive tube leak/breaks were investigated through CAPA (B)(4). This CAPA was closed. Further investigation is being conducted through CAPA (B)(4). The assessment is based on info available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed w/the results of this analysis. (B)(4).